Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a 980 ventilator had a problem with the graphic user interface (gui) display. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the graphic user interface (gui) liquid emitting display (led). The ventilator passes all testing and was placed back in use at the customer site.